Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of unhygienic procedure/contamination because the patient was in a disorientated stage and peritonitis in an patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced an unhygienic procedure/contamination because the patient was in a disorientated stage, which resulted in peritonitis. The treatment and whether the patient was hospitalized due to the disoriented state were not reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. On an unreported date, the patient received remedial treatment with injection fortum and injection vancomycin. It was not reported if treatment was ongoing at the time of this report. The outcome of the events was unknown. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of unhygienic procedure/contamination because the patient was in a disorientated stage.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.